Manufacturer narrative:
Investigation: visual inspection revealed no non conformities with the unit. The tension spring assembly was inside the delivery tube and the seal was outside of the delivery tube. The seal was intact. The white collar was not present; the plunger had been depressed. There was slight evidence of blood on the seal. Based upon the received condition of the device, the reported complaint "detachment of the loading device in the deployment tube component" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii unit malfunctioned. The complaint report stated "detachment of the loading device in the deployment tube component during regular use." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.